Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
A patient, via a legal representative, reported having experienced the events of ¿feels a lot of pain in both breasts¿, ¿breasts with irregular palpation¿, and ¿the left side is with folds and undulations¿. Additionally, the physician reported the events of "breast pain due to hardening; capsular contracture, baker grade iii, and local irregularities; folding and undulating prostheses". The device remains implanted. This record is for the left side.